Event description:
A us distributor reported that a patient was experiencing add gel / replace belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel / replace belt messages) has been confirmed. Upon evaluation of the electrode belt, the latch on the trunk cable connector was damaged, creating an insecure connection with the monitor. The root cause could not be positively identified. There was no adverse event that resulted from the damaged belt.